Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on january 8, 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2026. It was reported that during the procedure, the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands failure to deploy. Block h2: device evaluation: block h11: investigation results: the device returned and it was found during visual inspection that the slack was not taken up and the handle did not have evidence that the trip wire was secured to the post. It is important to mention that the ligator housing returned with the shrink wrap and the handle returned with the wire wrapped around the handle. It was unable to confirm the device code with testing of the product return. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. The instructions for use (IFU) contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk hazard documentation and are documented accordingly. This event type has been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. According to the product analysis performed on the device, it was found that the IFU of the device were not follow during the preparation since the trip wire was wrapped around the handle, instead of taking up the slack to tension the trip wire. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not work accordingly with the handle when pulling the bands. Based on the analysis performed on the device, it was determined that since the ligator housing retuned with the shrink wrap, and the suture rope in good conditions it is believed that the device was not used to the point of attempting to deploy bands. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.